Manufacturer narrative:
Product complaint # ==> (B)(4). The one (1) expedium tab breaker, body was returned to cqu for evaluation. Visual inspection revealed that the leaf spring broke off from the device. Optical imaging found signs of plastic deformation. The observation suggests that the device underwent a static overload failure. A review of the device history record found no issues that caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the leaf spring becoming broken cannot be positively determined based on the sample and information available. However, based on evaluation, a possible root cause may be that the leaf spring being subjected to excessive force or underwent a static overload failure. This will put much pressure on the leaf spring leading to the breakage of the leaf spring. No issues could be identified in the manufacturing or release of this product as the lot numbers could not be identified. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, surgery using the expedium verse system was performed for proximal/distal adjacent kyphosis after the procedure of lumber bursting fracture. The fixed area was t11-s2. During the surgery, the following were confirmed by the surgeon regarding tab breaker body (part#: 299704310, lot#: pu118687) and tab breaker cap (part#: 299704315, lot#: pu115145). - the tab breaker could not hold the broken tabs already removed. - the broken tabs were falling in the operative field. - at the time of breaking a couple of tabs, the tip of tab breaker got broken and dropped from the breaker body. The surgeon successfully removed all the tabs by continuing to use the broken tab breaker. The surgery was completed without any delay, and there was no adverse consequence to the patient. In comparison with the previous complaint per (B)(4), the tab breaker got broken in earlier stage of the procedures. We are required to submit an investigation report based on our manufacturing record and so on.